Event description:
It was reported that a patient received a novasure procedure on (B)(6) 2025, after the procedure the physician discovered a large amount of tissue in the lower portion of the array. No patient harm observed. Noted a hole in the mesh array upon redeploying post operation. Procedure was reported as completed successfully and no medical intervention was required.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.